Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during setup for clinical use of an automated impella controller (aic), the console did not recognize the purge disc when the purge cassette and purge disc were inserted. Troubleshooting attempts, including removal and reinsertion of the purge cassette and purge disc, did not resolve the condition, and the ¿purge disc not detected¿ condition persisted. No pump was connected to the aic at the time of the event. The console was replaced with an alternate aic. The same purge cassette and purge disc were successfully inserted into the replacement console without issue. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Event description:
Clinical narrative: an impella cp device was inserted into the left femoral artery in a 68-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, the automated impella controller (aic) would not register the purge disc when the cassette and disc were inserted. Troubleshooting would not resolve the issue. The aic was exchanged for a new aic, which resolved the issue. After twelve days on support, the family withdrew care and the patient expired. The impella functioned at p-3 at 1.4l/min as intended with d5w sodium bicarbonate in the purge solution. The impella is being conservatively reported for death; however, did not contribute to the patient's death, which was most likely due to the clinical presentation of a critically ill patient in cardiogenic shock, complicated by stage e shock, dependent on vasopressor support.

Manufacturer narrative:
Additional information received and noted that the patient eventually expired; care was withdrawn. Clinical assessment was completed and captured to b5 event description. Following the clinical assessment, the reportable event classification was revised to death. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Complaint/patient coding has been revised to reflect the updated reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event.